Manufacturer narrative:
The product was returned for evaluation, and subsequent testing verified the complaint. The motor would run but the output shaft would not extend during the bench test. However, the underlying cause could not be determined. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the leg actuator will not move.